Manufacturer narrative:
Conclusion of investigation: water ingress caused corrosion at connector, corrosion at gears and shorted the wrist joint motor. This created electrical and mechanical problems leading to the improper functions described by the customer.

Event description:
The levo arm was being positioned preoperatively and full movement and function of the arm was not available. The ball joint articulation point immediately posterior to the release button and handle was not moving freely. The device was returned to the manufacturer for evaluation. Evidence of fluid ingress and corrosion was found failures with a potential to cause unexpected motion.

Event description:
The levo arm was being positioned preoperatively and full movement and function of the arm was not available. The ball joint articulation point immediately posterior to the release button and handle was not moving freely. The device was returned to the manufacturer for evaluation. Evidence of fluid ingress and corrosion was found failures with a potential to cause unexpected motion.